Manufacturer narrative:
This report is submitted on july 21, 2020.

Event description:
Per the clinic, the patient underwent a revision surgery to replace the internal magnet cassette on (B)(6) 2020. The implanted device remains.